Event description:
It was reported that the patient was experiencing pain at the implantable pulse generator (ipg) site. The patient had a trigger point injection done to help with pain. Additional information was received that the patient was also experiencing inadequate pain relief, overstimulation and frequent ipg charging. The patient underwent an explant procedure and there were no reported complications postoperatively. The explanted device was not returned.

Event description:
It was reported that the patient was experiencing pain at the implantable pulse generator (ipg) site. The patient had a trigger point injection done to help with pain.

Manufacturer narrative:
Investigation results the device was not returned for analysis; therefore, a technical analysis could not be performed. The patient underwent an explant procedure and there were no reported complications postoperatively. The explanted device was not returned. Device history record it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that the patient was experiencing pain at the implantable pulse generator (ipg) site. The patient had a trigger point injection done to help with pain. Additional information was received that the patient was also experiencing inadequate pain relief, overstimulation and frequent ipg charging. The patient underwent an explant procedure and there were no reported complications postoperatively. The explanted device was not returned.